Event description:
It was reported that the patient with this artificial urinary sphincter (aus) noted that the device was not working any longer. The device was removed and replaced. No further patient complications were reported.